Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an onsite visit, it was reported that spectrum pumps alarmed upstream occlusion. The reporter indicated that the "use of inotropes seemed to be the problem". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.